Event description:
Ureteral stent was placed in the pt, prior to eswl procedure being performed. On the 23rd of october, the urologist attempted removal of the stent ureteroscopically. The urologist could not remove the stent as it appeared to be "stuck". He cut off the lower portion of the stent and removed this portion from the pt. Subsequently the urologist performed a laparotomy on the 24th of october to remove the remaining portion of the stent. The device was returned and evaluated by the MFR. The engineering eval indicated that approximately 32 centimeters of the stent were returned. The stent appears to be encrusted. A .038 guidewire was inserted into the stent and no problem was noted. The proximal hub of the stent was not returned for eval. As a lot number for this device was not provided, a device history search could not be performed. However, co is unable to determine if the device met its specs. Co believes pt anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event.